Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed portion of the soft cannula was observed to be kinked and stretched. Though the soft cannula was damaged, fluid was able to flow through the complete fluid path with no issues. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. It could not be conclusively determined when or how the soft cannula damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. A crack was observed on the top housing of the returned pod. It could not be determined when or how this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not impact pod functionality.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod was leaking insulin.